Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was unraveled. The guidewire was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was inserted over a guidewire and after approximately ten minutes, the guidewire became lodged in the lead and the implanter was unable to insert or remove the guidewire. The lead and guidewire were removed and another lead was inserted over a new guidewire. No patient complications have been reported as a result of this event.